Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment, cause and outcome were not reported for this event. The patient changed therapy as a result of the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.